Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02050 for the spyscope ds ii access & delivery catheter and 3005099803-2024-02049 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedures performed for the treatment of biliary stones in the biliary duct on (B)(6) 2024. During the procedure, the spyscope ds ii did not provide an image. The spy ds controller was disconnected and reconnected; turned off and on a few times without success. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/ cancelled procedure. Block h10: investigation results: with all the available information, boston scientific concludes that the reported event was confirmed. Although the number of procedures/recycles of the unit are unknown, improper handling of the device or wear/tear on internal components over time likely contributed to the event. The returned spy ds controller was analyzed. The front panel of the controller was cracked and wear and tear was observed on the top cover. Catheter interface contacts were worn and unknown contamination was present causing video to be lost. The reported clinical observation was confirmed. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02050 for the spyscope ds ii access & delivery catheter and 3005099803-2024-02049 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedures performed for the treatment of biliary stones in the biliary duct on (B)(6) 2024. During the procedure, the spyscope ds ii did not provide an image. The spy ds controller was disconnected and reconnected; turned off and on a few times without success. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.